Event description:
Customer reported that t:slim x2 pump battery would not charge despite attempts to use different cables and adapters, and a persistent power source alert was present. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to charge the pump multiple times and eventually succeeded but due to the inconsistency. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.